Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced "funny feelings in their chest." It was reported that the implantable pulse generator (ipg) exhibited multiple full electrical resets during an interrogation. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.